Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that she did meter to lab comparison tests, fasting, within 20 minutes. Her meter reading was 86 mg/dl and the lab draw test result was 134mg/dl. She did not have any symptoms. A control test was in range, 126 (93-140). On followup, another control test of 132 mg/dl was also in range. The lifescan representative noted that the reporter will call in december when she has another lab test and will compare within 10 minutes.